Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having very long drains. The patient discontinued treatment during drain 5 of 5 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 3902 ml during drain 5 of the treatment. This drain volume is 195% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn was not aware of the reported event. The pdrn could not confirm if the patient completed treatment. The pdrn confirmed that the patient did not report any injury, adverse event, or require medical intervention as a result of the reported event. The pdrn stated the long drains were caused by constipation and a clogged pd catheter. The doctor prescribed laxatives and a de-clogging agent to address the constipation and pd catheter. The pdrn stated that the patient has received their replacement cycler, which is working well, and is continuing with peritoneal dialysis therapy without reoccurrence of the reported event. The old cycler is available to be returned to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having very long drains. The patient discontinued treatment during drain 5 of 5 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 3902 ml during drain 5 of the treatment. This drain volume is 195% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn was not aware of the reported event. The pdrn could not confirm if the patient completed treatment. The pdrn confirmed that the patient did not report any injury, adverse event, or require medical intervention as a result of the reported event. The pdrn stated the long drains were caused by constipation and a clogged pd catheter. The doctor prescribed laxatives and a de-clogging agent to address the constipation and pd catheter. The pdrn stated that the patient has received their replacement cycler, which is working well, and is continuing with peritoneal dialysis therapy without reoccurrence of the reported event. The old cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.